Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had malfunctions. The reservoir was falling out of the reservoir chamber. They also reported that the device does not alert them when they suspend it. No further details were given. The device will not be returned for analysis.